Manufacturer narrative:
(B)(4).

Event description:
The patient came to facility to have her chemo disconnected (after 5 days use). The nurse disconnected it and reports that the top part of the PICC apparently fell off. The PICC line was removed and a new line replaced.

Event description:
The customer reports: the patient came to facility to have her chemo disconnected (after 5 days use). The nurse disconnected it and reports that the top part of the PICC apparently fell off. The PICC line was removed and a new line replaced.

Manufacturer narrative:
(B)(4). The customer returned one single lumen catheter for evaluation. The catheter juncture hub was returned with a statlock connected. Visual examination revealed the distal extension line was separated about halfway down. Microscopic examination revealed the points of separation were smooth, indicating contact with sharps caused the separation. The portion of the extension line connected to the juncture hub measured 0.7156", and the portion of the extension line connected to the luer hub measured 0.8142". This indicates the extension line was 1.530" in length, which is within specifications of 1.469-1.531" per product drawing. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not use scissors to remove dressing to reduce risk of cutting catheter." The customer report of extension line separation was confirmed by complaint investigation. The extension line was separated in two parts; the separation points were smooth, indicating contact with sharps. A device history record review was performed with no relevant findings. Based on the sample received, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.